Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had revision on left knee had it manipulated and still having problems with walking, bending & kneeling.

Manufacturer narrative:
The following devices were also listed in this report after the initial MDR was submitted: tritanium bplate triathlon s4; cat# 5536-b-400; lot# ctd6200. Triathlon p/a cr beaded #4l; cat# 5517-f-401; lot# ed3nh. Triathlon symmetric x3 patella; cat# 5550-g-360; lot# 08hr. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mkv087. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision due to "alleged arthrofibrosis" involving a triathlon insert component was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the medical records by the consulting clinician indicated "review of this medical record indicates a typical adhesive capsulitis post-operative left total knee arthroplasty, initially requiring manipulation under anesthesia and, later, slowly improving with aggressive physical therapy. There is no indication this clinical situation was related to factors of faulty component design, manufacturing or materials." Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the investigation concluded that based on review of the medical records by the consulting clinician "...indicates a typical adhesive capsulitis post-operative left total knee arthroplasty, initially requiring manipulation under anesthesia and, later, slowly improving with aggressive physical therapy. There is no indication this clinical situation was related to factors of faulty component design, manufacturing or materials." A CAPA trend analysis was conducted for the reported failure mode and concluded that arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had revision on left knee had it manipulated and still having problems with walking, bending and kneeling.

Event description:
Patient had revision on left knee had it manipulated and still having problems with walking, bending & kneeling.